Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Customer called to report micro-fine needle has the following problems: 1. Clogged (injection was not smoothly and needed a harder push). After communication, it was found that customer used xtw micro-fine for injection before, call center informed customer xtw micro-fine has an extra-thin-wall design and lower injection resistance, so after changing to micro-fine needle, it feels greater resistance. The customer expressed understanding. 2. Cannula was soft. After communication, customer said basically replaced needle for each use, so customer service center thought customer may reuse needle sometimes. And sometimes customer didn't put the airout from needle. Call center has informed customer the correct method to use needle. Needle was bought in xx hospital, injection site of customer was around the umbilicus, incident date and the quantity of needle for this incident was not clear. No photos taken, no samples retained, and no customer response is needed. Check the product registration certification from system is 20153140675, but customer said it is 20153150675. Sample availability: no sample availability details: no sample available.